Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a prime rewind anomaly. The customer¿s blood glucose level was unknown. The customer was advised to hold down button until they receive 2nd series of beeps appear on the display. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No prime anomaly noted.